Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell on saturday and couldn't get back up, so they used the patient programmer (pp) to check the implantable neurostimulator (ins) status and saw that the ins was turned off. They do not know how the ins turned off and noted that the patient was at home and was not near any sources of emi. They also mentioned that the patient's ins was "half way" charged and they were able to turn it back on using the pp. They were redirected to the patient's healthcare provider (hcp) to further address the issue.